Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the femoral/humeral head impactor had signs of extensive and repeated use over the years. No scratches were found on the device, however, slight deformations can be seen on the impaction area. The observed condition appears to be consistent with the effects of repeated use and servicing over the years. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the femoral/humeral head impactor would not have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a0808) provided is not a valid finished goods lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the femoral head impactor tip from the consigned corail femoral head tray, has deep scratches in it, after use during a thr. Cssd have reported the deep scratches. They can no longer process the tip as it is against standards. No patient consequences.